Manufacturer narrative:
This event occurred in (B)(6). Qc results were acceptable. The test strips were requested for investigation, however, the customer has no remaining material to return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. No information was provided in the complaint that would point to a cause for the discrepant results. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant glucose results for 1 patient tested on accu-chek inform ii meter serial number (B)(4). The initial result at 9:37 p.m. Was 28.5 mmol/l. The patient was re-tested on the meter at 9:38 p.m. With a result of 12.2 mmol/l. The customer was using 2 different strip lots and isn't sure which strip lot was used for these tests: lot 478460 with an expiration date of 31-mar-2021 and lot 477537 with an expiration date of 30-apr-2020.